Event description:
Prove acurate neo2 post market safety and performance surveillance in aortic stenosis study. It was reported that a vessel perforation occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath was placed and a non boston scientific guidewire was advanced into position. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. After removal of the 14f isleeve introducer sheath a vessel perforation of the right femoral with persistent bleeding was noted. An 8mmx5cm non-bsc stent graft was implanted to treat the vessel perforation and bleeding. Patient status: the patient was discharged five (5) days post index procedure.